Event description:
Allegedly revised due to disassociation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00368, 00369. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The package insert was also reviewed. Photographic images were made. Evidence that product in specification when used, undetermined.